Event description:
As reported, the patient was having neuro avm embolization, 3 access points cfa, cfv and jugular vein. The plan was to embolize cranial avm. Two cx035 coils reported as faulty;10mm cx035 & 6mm cx035 coil. The first coil was reported to have detached in the housing and posed no threat to the patient. The second coil spontaneously detached in the catheter and was retrieved successfully and removed from patient. Both coils were to be used in same patient. It is noted the doctors are experienced users of azur coils. There was no reported impact or harm to the patient. Additional information received confirmed the azur cx 035 6mm x 17cm detachable coil had the issue of spontaneously detached in the catheter. This report captures the issue with the "2nd" coil that detached in the catheter.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device in question has been received by microvention and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Manufacturer narrative:
H11: h6 component code corrected. H10: additional information: h6, h10: the investigation of the returned coil system found the implant completely stretched, stuck in the introducer, and separated from the pusher. No indication using a detachment controller was found on the pusher's heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher while inside the introducer. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.